Event description:
This report is a duplicate of what was previously reported on MFR. (B)(4).

Manufacturer narrative:
Describe event or problem; corrected data: this report is a duplicate of what was previously reported on MFR. Report # 1644487-2014-00288.

Event description:
During review of the patient¿s programming history on (B)(6) 2015, it was observed that a programming anomaly occurred on (B)(6) 2007 in which a faulted diagnostic test inadvertently altered settings and were not corrected on that day.

Manufacturer narrative:
Analysis of programming history.